Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, there was a battery life issue and moisture in and damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: a review of the pump¿s black box data showed frequent and low battery warning and replace battery alarms. The pump¿s electrical current draws were test and measured within specification. During visual inspection of the pump, it was observed that the battery compartment was cracked and contained corrosion. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened and there was no further evidence of moisture found. The investigation was unable to duplicate the initial complaint about a "battery life" issue. (B)(4).